Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in a patient for the endovascular treatment of multiple paus. It was reported on follow up cts that there has been persistent soft tissue thickening, gas and fluid about the endograft measuring up to 1.2 cm in thickness, with a slight increase on the most recent CT. Chronic infection was considered. On (B)(6) 2022 the patient underwent an esophagogastroduodenoscopy with biopsy and a colonoscopy. An esophageal fistula which was observed to be oozing and contained a clot was observed. The clot was removed by suctioning. After the clot was removed a wire(mesh pattern) at the base of the fistula was observed. No bleeding from the area was seen. Per the physician the cause of the infection and fistula is undetermined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
B5; additional information received: per the physician it can not be confirmed if the valiant graft had caused the fistula and noted that this complication is a known endovascular complication. It was reported that on the most recent CT the physician could not specifically see the fistula. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Film evaluation summary: the reported infection, fistula and blood clot could not be confirmed on the films provided; therefore, the cause of the events could not be determined. The anatomy at implant is unknown and earlier CT's were not available for comparison. The presence of gas, fluid and arterial wall thickening may indicate infection, as per the physician, but this could not be fully confirmed on the images received. Analysis of the returned films did not reveal any obvious stent graft integrity issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.